Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''note: if seeping of blood occurs after placing the angio-seal device, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.'' The complaint could be confirmed for the alleged failure that the user experienced. Per the provided information, the seal of the puncture site was likely not complete (not being achieved hemostasis) due to the improper positioning of the angioseal device components within the vessel and did allow some blood to ooze from the site. The exact root cause of the issue cannot be conclusively determined with the available information and in the absence of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
(B)(6). Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a percutaneous coronary intervention (pci) for complicated coronary artery lesions was performed. After, a routine angiography for the femoral artery showed that it was suitable for using with the angio-seal device. However, there was still oozing blood at the puncture site after the closure was completed. The physician pressed the puncture site with his hand to stop the bleeding. Additional information was received on 09oct2020. A 6fr procedural sheath was used. The patient was in stable condition. Hemostasis was achieved with manual compression. The estimated amount of oozing of blood prior to the use of manual compression was less than 250cc.